Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: updated return status of device to no.

Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported break and stretched coils were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9, h3: updated return status of device to yes. H6: type of investigation code 4115 removed; 10 added; investigation findings code 3221 removed; 114 added; investigation conclusions code 4315 removed; 4311 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) coronary artery. The tip of the balance heavyweight (bhw) guide wire met resistance with the anatomy during advancement and during removal the end of the wire was stuck and began to unravel as it was pulled back. A non-abbott catheter was placed over the guide wire with the support of a runthrough guide wire and advanced distally to allow the bhw guide wire to be slowly removed with the catheter. There were no adverse patient sequela. No additional information was provided.